Event description:
A peritoneal dialysis (pd) patient experienced pd infection manifested by cloudy effluent. The cause of the event and patient hospitalization were not reported. The patient was treated with an unspecified drug (intraperitoneally) for the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The pd infection was reported to have occurred on an unreported date in (B)(6) 2022. The patient outcome was not reported. Should additional relevant information become available, a supplemental report will be submitted.